Event description:
"Cloth ring dislodged/came out through the holes in the guard" was stated on customer repair request. On follow up, the hosp representative said that the surgeon noticed the safety seal coming out in pieces around the holes in the attachment. They returned both the motor and the attachment to be repaired. There was no patient injury and back up equipment was used to complete the case.